Event description:
Distributor received a bag of saliva ejectors from a dr's office which the tips were coming off of their stems. A tip came off in a pt's mouth however, it was promptly removed and no harm was caused to the pt.